Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control, system check) met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Conclusion: the cause of the non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system the next day and obtained three lower results, within the assay's normal reference range. The initial elevated access accutni+3 result was released from the laboratory. There was a report of a change to treatment based on the non-reproducible elevated result. The patient received an angiogram. There was no additional change to or impact to patient care reported in association with this incident. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). There was no report of sample integrity issues.